Event description:
It was reported that pump experienced malfunction with malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for putting pump into storage mode, and instructed customer to return malfunctioning pump within 10 days and to program pump settings and connect continuous glucose monitor on replacement pump.